Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to 6 june 2019, the device was noted to have not been previously repaired. No complaint history search based on the lot number and manufacturing date was performed for the above keywords as neither of these could be acquired through the information provided nor were able to be obtained through follow-up. In addition, it cannot be determined if there were any similar event related to the reported device based on the information provided. As such, no further action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On 6 june 2019, it was reported that a mesher had a roller the does not cut well. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the device on 25 july 2019 noted that the device had a damaged roller and cutter and that the device was out of calibration. Upon further evaluation, the meshgraft was found to still need the side plate upgrade. Repair of the meshgraft of 27 august 2019 and involved replacing the roller, cutter, and side plate as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the cutter was damaged on the device, which would prevent the meshgraft from cutting a graft as intended, it cannot be determined from the information provided as to what caused the cutter to become damaged. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the roller doesn't cut well anymore. Event occurred during instrument check prior to surgery. No harm and no delay reported. No adverse events were reported as a result of this malfunction.